Event description:
It was reported that the user experienced hypoglycemia while using the ilet and paused the pump after a blood glucose of 59 mg/dl; the user subsequently met with a clinician who assisted with reconnecting to the system, and the user treated the event with oral glucose. Customer care provided support that included device use information, and attachment of a report for assessment. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. No symptoms associated with low blood glucose. Outcomes included temporary interruption of insulin delivery and resolution after carbohydrate intake without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause with device function not contradicted by the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.